Event description:
It was reported that patient presented one day post-implant with dislodgement of the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.